Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel disfunction. It was reported that they think there was something wrong with their stimulator. They called the doctor's office and they said to call the manufacturer. The caller reported that their leg had been about to kill them and they had had like needles sticking in the side of their calf and down into their foot. They didn't know what was going on for a while and finally they thought maybe it was the stimulator so they turned it off and it was like a throbbing like a toothache and finally it quit immediately but now they still have the pins and needles in their thigh. The pain was in the left side of the leg right where the stimulation was. The patient said that they had a bad knees that require shots and they were using a walker. When they turn the therapy off each day it gets a little better but as far as walking they get up and start trying to walk and that will start just like needles are sticking in it and this pain just hurts when they try to put pressure on it. They can hardly walk. The patient also said that they have had trouble with their sciatic nerve since right after implant. The patient was redirected to their healthcare provider (hcp) to further address the issue. On 2025-04-16 the patient called back and repeated information regarding the event. They stated additional in formation like getting "shocked and pulsating." The patient mentioned that they turned off the device for 4-5 days already and were getting better each day. The patient mentioned that they were still getting shocked in their thigh area at night when stretching their leg even though that the ins had been turned off. They asked if this had happened to other patients before. Agent reviewed that new pain is a potential adverse event that could occur with the therapy. The patient wondered if perhaps the wire was loose. The patient called their hcp office and the hcp office told the patient that they would have their local manufacturing representative (rep) give them a call but the rep never called. Patient was redirected to hcp to further address the issue. Patient mentioned they will call their hcp back.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the patient stated when they spoke with rep they said they had never heard of the ins causing those issues and that it was not caused by the ins and to turn therapy back on again. Now this morning their leg is swollen and patient thinks its caused by the stimulation. Reviewed leg swelling is not a known side effect of overstimulation but recommended patient discuss with their managing physician. Patient said their doctor's staff is repeatedly telling them that the doctor only implants the ins and knows nothing further about it. Patient mentioned they have had a history of a hip replacement so the swelling could be caused by that or something else they are not aware of. Patient asked about options to change programs. Reviewed general considerations regarding program changes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.